Event description:
It was reported that the patient presented for implant of the right atrial (ra) lead. During the procedure, it was noted that the helix failed to extend. The procedure was completed on (B)(6) 2022 without the use of an ra lead. The patient was recovering.

Event description:
New information noted that the patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A completed lead was returned in one piece. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. No other anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix mechanism issue was confirmed. A completed lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.